Manufacturer narrative:
The ventilator failed steps during testing. The device's flow element was found to be contaminated with dust and dirt. The device's flow element and sensor board were replaced to address the failed test steps.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's speakers and oxygen blending module board were replaced to address the issues. The battery charging limit was found to be set to 75%. The device's battery charge limit was reset to 100% to correct the issue.